Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the physician stated there was nothing noticeable seen on the x-ray. The rep reported a revision of the lead and battery replacement was being scheduled. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va0w7ga, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2019-05-29, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that an impedance check was attempted on (B)(6) 2019; the patient experienced uncomfortable stimulation, so the emergency-stop therapy was used. No therapy/impedance check was done. The patient synced with their programmer and it showed program 1 at 0.6v, the patient chose to leave it off and the physician ordered an x-ray for a potential upcoming lead revision and battery replacement. The rep reported the cause was suspected to be an increase in security detectors during the holidays and/or lead migration or fractured lead. It was reported the issue first started occurring 3-4 months ago, (B)(6); the patient stated they have had uncomfortable stimulation throughout the course of their therapy intermittently but couldn¿t verify the timeframe. When asked for the patient¿s weight it was noted that the patient had lost 80 pounds and they had 20 more to lose. It was also noted that the healthcare provider¿s nurse first told the rep about this issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller was told that the patient was getting a stimulation increase while going to (B)(6). General troubleshooting steps of running electrode impedance were reviewed. Information about security and theft detectors was reviewed. The system would be checked at the appointment on monday the 25th. It was noted the change in therapy was sudden. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va0w7ga, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the revision was scheduled to occur on (B)(6) 2019. The rep reported that the lead was cut, and all items were kept in the hospital because it was an implanted device when asked if the products would be returned. No further complications were reported.